Event description:
It was reported that when using the bd pyxis¿ medstation¿ es new orders were not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders were not crossing over. A technical support specialist dialed into the station, verified no messages were on queue, then restarted electronic privacy information center and informed customer to check on the electronic privacy information center team. The customer then stated that the interface team got interfaces restarted and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.